Event description:
Additional information was received: event happened at (B)(6) hospital in kentucky. Event occurred during preventive maintenance. No adverse effects reported.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection: cracked tank cover, bent prongs on line cord, corroded and an outdated printed circuit board (pcb) and power switch. Filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch for functional tests. The pump output was weak and eventually the over temperature alarm went off confirming the complaint. A root cause was a weakened water pump mechanism from wear of usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the warmer had low pump flow and caused a over temperature. Patient involvement unknown.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.